Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining a falsely elevated troponin (accutni) result within the risk stratification range for one (1) patient's sample generated by the access 2 immunoassay system. The erroneous result was not reported out of the laboratory. Upon repeat, the sample resulted within the normal reference range. There was no report of death, injury, or change to patient treatment in connection with this event.

Manufacturer narrative:
Sample collection and centrifugation information has not been supplied. Per customer complaint record, a system check was performed on (B)(6) 2011 which met all passing specifications. A passing accutni calibration was performed on (B)(6) 2011. The three levels of accutni qc were within customers established ranges prior to and after the event. Service was not dispatched for this event. No root cause could be determined for this event.